Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the vaporization continued after releasing yellow footpedal. The function was removed by using the screen when the console was put on standby. The procedure was completed with the same console without patient complications.